Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, clip delivery system, carillon mitral contour system. The steerable guide catheter was retained by the customer/hospital and will not be returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during use with the steerable guiding catheter (sgc), an anaphylactic reaction occurred, treated with medications. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. A non-abbott mitral contour system was implanted approximately 30-40 minutes prior to the mitraclip procedure. The steerable guiding catheter (sgc) was inserted into the anatomy; however, after approximately one minute, the patient experienced an anaphylactic reaction. Blood pressure decreased from 120 to 50 mmhg. Redness was observed around the insertion site, extending to the left side and up to the stomach. The sgc was left in place and medications including cortisone, fenistil, suprarenin and arterenol were administered intravenously. 2.2 liters of sodium chloride were administered and the left atrium was flushed with nearly 1 liter of sodium chloride. After 20 minutes, the anaphylactic reaction decreased and the patient was stable. One clip was implanted, reducing the mr to <1. No additional information was provided.